Event description:
It has been reported to philips that the equipment does not turn on . No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not turning on. During troubleshooting, the fse found that the power distribution unit (pdu) did not respond. The fse replaced the mpd control unit. Upon further inspection, the fse confirmed that the system was not initializing the screens and they were off and found a defective host pc due to bad power supply. The fse replaced the host pc & hdd and reinstalled software and configured it. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.